Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis (also described as an infection) coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported as unhygienic condition; however, this could not be confirmed, therefore, the cause of the event was assessed as unknown. The patient was not hospitalized for the event. The patient was treated with injection vancomycin 2 g (route, frequency, and duration not reported), injection fortum 1 g (route, frequency, and duration not reported), and injection amikacin 100 mg (route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.